Event description:
It is reported that the patient was revised due to infection. During the revision surgery, the end of the stem was discovered to be broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.